Manufacturer narrative:
The serial number was provided. The device history records (DHR) were reviewed with specific attention spent in reviewing details associated with the raw materials, the subassembly process, the manufacturing processing and the product testing. This device met the criteria for final product release. Nothing was identified in the DHR to indicate there was a mfg related cause for this event. The device was returned to the MFR for evaluation. The investigation is currently ongoing.

Event description:
It was reported that the device intermittently powered on and off without the power button being depressed and would not save the user configuration settings. Reportedly, the pt was being monitored and there were no missed alarms. There was no report of injury to the pt.